Event description:
It was reported that during the da vinci-assisted bilateral inguinal hernia surgical procedure, the site contacted intuitive surgical, inc. (Isi) technical support engineer (tse) to report constant recoverable fault 23062 on the universal surgical manipulator (usm3). The user recovered from the fault. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. The isi fse replaced universal surgical manipulator 3(usm) due to hard error 23062. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint; however, failure analysis is in progress. A follow-up MDR will be submitted once the product is evaluated and/ or if additional information is received.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
The universal surgical manipulator (usm3) was analyzed and found to have error 23062 during in house testing. The unit was also tested on a testing platform and failed direction test carriage. Troubleshooting was performed. A gold rolling loop flat flex cable (ffc) 3 was installed, and the unit passed. The original was returned, and the unit failed. Upon further investigation, there was no fluid intrusion or physical damage. The complaint was confirmed based on the field evaluation/failure analysis.